Event description:
The catheter had been in used for 3 to 4 months. Anti-cancer drug medication was being infused for a malignant tumor. The clinician could not draw blood so, they tried to remove the catheter. The clinician cut the catheter several cm from the oval disk, inserted the stylet wire and tried to remove it. The catheter then broke and left the remaining portion inside the pt which had to be removed surgically.

Manufacturer narrative:
The sample is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B) (4).